Event description:
It was reported that balloon rupture occurred. The 90% stenosed, severely stiff target lesion was located in a shunt of a moderately calcified and mildly tortuous anastomotic site of arteriovenous graft (avg). A 6.0x40,40cm mustang¿ balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 20 atmospheres. The second and third inflations at 22 atmospheres and the fourth and fifth inflation at 24 atmospheres. However, on the sixth inflation at 24 atmospheres for 240 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).